Event description:
Vague report of "fast flow" while administering 5 fu and saline diluent through a two day infusor. The infusion was reportedly finished 24 hrs earlier than expected. No pt issues were reported.